Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. Customer stated that she has not had any problems with the pump other than getting a few motor errors, but the customer is not happy with the sensors' performance. Customer stated that the sensor will read in the 100's mg/dl, but her blood sugars will be in the 200's mg/dl. Sometimes the sensor will say that she is in the 50's mg/dl when she is not low. Customer stated that most recently she was 210 mg/dl or higher and it was not reading properly. Customer had the motor error alarm during bolus. Customer has gotten 2 or 3 since getting the pump in december. Customer also had it while priming the reservoir. Insulin pump will need to be replaced. No additional information provided.